Event description:
A journal article was reviewed which contained information regarding this patient's implantable pulse generator¿s (ipg) atrial lead. The article references that ¿several hours after the [implant] procedure¿ the atrial lead had dislodged. The lead was repositioned without any complications. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: implantation of permanent pacemaker and ICD leads in children using a three-dimensional electroanatomic mapping system as an aid to fluoroscopy. Pace pacing and clinical electrophysiology. 2015;38(4):448-454. (B)(4).